Event description:
It was reported the patient received the following results within 15 minutes: 236 mg/dl (instant system) and 115 mg/dl (active system).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Update g1: site name and address corrected.